Event description:
It was reported that the customer was hospitalized for dka. The contact stated that they do not know any further details on the event. It was indicated that the contact will call the customer to obtain more information. No further details.